Event description:
It was reported the patient's intrathecal drug delivery pump was alarming. Telemetry was performed which indicated a critical alarm was occurring due to a motor stall. Event logs from the device confirmed a motor stall with no recovery noted. The patient was asymptomatic. The drug used in the pump was a mixture of bupivacaine, fentanyl and clonidine (doses and concentrations unknown). Additional information has been requested, but was not available on the date of this report.